Manufacturer narrative:
Device evaluation summary. Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (constant gong alarms) was confirmed. As received, the belt failed the incoming therapy electrode (te) recognition testing). Upon evaluation, there was an open pulse wire in the cable connecting the distribution node (dn) and front therapy electrode (te) between the front te and ECG electrode a. The cause of the constant gong alarms is the open wire. The root cause of the open wire is excessive force placed on the cable. No adverse event resulted from the damaged wire.

Event description:
A us distributor contacted zoll to report that a patient's device was producing constant gong alarms.